Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and motor error on their insulin pump. The customer's blood glucose at the time was 144 mg/dl. The customer states their blood glucose levels have fluctuated from 40 mg/dl to 300 mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.